Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient had a latex foley catheter placed. Subsequently, experienced complications, and a scan revealed that the tip of the catheter had broken off and remained in the bladder. As a result, the patient required surgical intervention on (B)(6) 2025, to remove the retained fragment.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Complete initial reporter facility name: (B)(6) medical center. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient had a latex foley catheter placed. Subsequently, experienced complications, and a scan revealed that the tip of the catheter had broken off and remained in the bladder. As a result, the patient required surgical intervention on (B)(6) 2025, to remove the retained fragment. Per additional information received via email on 11aug2025, the patient stated that the retained fragment destroyed her bladder and requires pull ups. She is required to take medication. The patient has retained legal counsel and her legal counsel has sent medical records. Legal counsel will not release the physical sample but may contact us with evaluation results as a later date.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient had a latex foley catheter placed. Subsequently, experienced complications, and a scan revealed that the tip of the catheter had broken off and remained in the bladder. As a result, the patient required surgical intervention on (B)(6) 2025, to remove the retained fragment. Per additional information received via email on 11aug2025, the patient stated that the retained fragment destroyed her bladder and requires pull ups. She is required to take medication. The patient has retained legal counsel, and her legal counsel has sent medical records. Legal counsel will not release the physical sample but may contact us with evaluation results as a later date. Per additional information received via email on 04dec2025, stated that she wants to file a claim for pain and suffering due to this incident with legal counsel.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (e.g. Rough handling), operator error, mechanical force. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in (B)(6) 2024, the patient had a latex foley catheter placed. Subsequently, experienced complications, and a scan revealed that the tip of the catheter had broken off and remained in the bladder. As a result, the patient required surgical intervention on (B)(6) 2025, to remove the retained fragment. Per additional information received via email on 11aug2025, the patient stated that the retained fragment destroyed her bladder and requires pull ups. She is required to take medication. The patient has retained legal counsel, and her legal counsel has sent medical records. Legal counsel will not release the physical sample but may contact us with evaluation results as a later date. Per additional information received via email on 04dec2025, stated that she wants to file a claim for pain and suffering due to this incident with legal counsel.